Event description:
The customer reported obtaining several highly-elevated troponin (accutni+3) results consecutively on a unicel dxi 600 access immunoassay system and stopped use of the instrument. The customer reran questionable results on the laboratory's second instrument and found that incorrect results for accutni+3 as well as thyroid-stimulating hormone (tsh), creatine kinase-mb (ck-mb), and/or myoglobin had been generated for five patients. The erroneous results were reported out of the laboratory. Treatment for one of the five patients was affected and that patient is referenced in this report; the treatment for the remaining four patients was not affected and those patients are referenced in MDR 2122870-2014-00347. False high results for accutni+3 and ck-mb were generated for one patient; the patient was already in the intensive care unit and was started on heparin therapy due to the false high results. The erroneous results were corrected with the results from the laboratory's second instrument. The patient samples were collected in lithium heparin gel tubes and centrifuged for five minutes at room temperature; the customer did not question the integrity of the samples. The instrument had undergone routine preventative maintenance (pm) the previous day and the system passed all verification tests. The customer ran samples successfully after the pm until a system flag was generated and the next fifteen samples were cancelled. The erroneous results were generated shortly thereafter. After the erroneous results were generated, the customer ran quality control (qc), which failed with high relative light units.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered that the first dispense probe in the wash arm was damaged, which caused wash buffer to enter and flood the wash wheel. The fse cleaned the wheel and replaced the dispense probe. Associated MDR: 2122870-2014-00347.